Event description:
It was reported that "the distal end of the universal driver broke off. A piece was retrieved from the pt."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.